Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for blood glucose levels over 900 mg/dl. The customer experienced nausea, dizziness and diarrhea. The customer tried changing the infusion set, but that didn't solve the problem. Troubleshooting was performed and the insulin pump was programmed correctly except for the time which was one hour off. The insulin pump passed the prime and high pressure tests. Nothing further was reported.